Event description:
It was reported that the patient stayed in a rehabilitation center where they experienced daily vomiting. The vns settings were reportedly lowered and eventually disabled which had no change on the patient's vomiting. The patient had a normal digestive check-up including a fibroscopy. Multiple attempts were made to the patient's neurologist to obtain additional information; however, no further relevant information has been received to date.